Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate and static. In addition, multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequences. Customer¿s blood glucose level was 159-179 mg/dl. Reportedly, the customer continued to use the pump and had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.